Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer received the alarm when he went to change the basal rate. The customer's blood glucose is 144mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and having high and low blood glucose levels. The customer's blood glucose level at the time of incident was 509mg/dl. The customer's blood glucose at the time of call was 450mg/dl. Troubleshooting was conducted; customer stated the old set he had been slightly bent when he removed it. Customer also states the reservoir showing more insulin than what was being shown on the screen. Customer also states device being exposed to an MRI. Customer mentioned a bent cannula when changing his set. Customer was advised to return infusion sets if possible, but replacement supplies will be sent.